Manufacturer narrative:
Device was not returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition unknown.

Event description:
Surgeon treated a segmental subtrochanteric fracture of the distal femur in combination with a distal lateral femur plate (8-hole). Fracture occurred around a stryker gamma nail.